Event description:
Related manufacturer reference number: 2017865-2022-19386. It was reported that episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead due to suspected, but unconfirmed, rv lead damage. Additionally, episodes of noise resulting in oversensing and automatic mode switch were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: 2017865-2022-43010. Additional information was received that the episodes of noise resulting in oversensing were suspected to be due to the right atrial (ra) lead, and not the device.

Manufacturer narrative:
Manufacturer report should not have been reported as a medical device report (MDR) as the there was no allegation of malfunction on the device, but instead on the right atrial lead.